Event description:
Patient underwent elective lad stent placement. Upon attempt to remove the wire, it became stuck on the freshly deployed stent and part of the wire broke off and became retained. Attempts to retrieve the fractured wire led to coronary artery perforation with pericardial bleeding requiring drain placement, and placement of several covered cardiac stents in the lad to control the bleeding and obtain good timi flow. The patient also required intubation and placement of an iabp as part of those stabilizing efforts. The wire tip appears to have frayed or unraveled when it became stuck on the deployed stent; the cardiologist noted the retained wire fragment appeared to be almost like a coiled up spool of yarn at the ostial lad segment. Coronary artery bypass grafting is planned for this week.